Event description:
The manufacturer received a voluntary medwatch (mw5149871) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging electrical shock in mouth, thrusting out of sleep, cough, hurt and scary. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.